Manufacturer narrative:
(B)(4). Further information regarding the initial date that antibiotics were prescribed and what type of antibiotics were prescribed were not provided. The information provided was that the recipient was treated with oral antibiotics around 1 month after initial surgery. The recipient was reportedly treated with IV antibiotics for 6 weeks following explant surgery. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. The recipient was treated with long term antibiotics (type unknown). The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly experienced drainage at the incision site about one month after initial implant surgery. The recipient was treated with oral antibiotics (type unknown) and the draining resolved. In (B)(6) 2016, the drainage reoccurred. The recipient was treated with antibiotics (type unknown), however, the drainage did not resolve. On (B)(6) 2016, the recipient experienced small amounts of granulation tissue. The recipient's device was explanted. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.